Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the device was stuck with the guidewire. The target lesion was located in the severely artery. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device got stuck with the non-boston scientific guidewire. The catheter and guidewire were removed as a single unit, and the guidewire was able to be removed from the catheter outside the patient. The procedure was completed with another of the same device. There were no patient complications reported post procedure.